Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further informaton is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation time of approx. 1 month, it was reported that the lead was dislodged. The lead was repositioned. Due to patients comorbidity also high threshold values have been found. Therapies were turned off, the physician will check the lead parameters in a few days.